Manufacturer narrative:
A philips service engineer is scheduled to replace the suspect transducer at the customer site. Evaluation of the transducer will be included in a follow up report upon investigation completion.

Event description:
A customer reported their epiq cvx ultrasound system was producing color doppler interference using an x8-2t transducer during a triclip heart valve procedure. There was no allegation of altered patient outcome as a result of the issue.

Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue, including a technical evaluation of the suspect transducer. The engineering team determined the failure resulted from using a damaged transducer. Visual inspection found damage allowing fluid ingress into the connector housing. This physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance. The damaged transducer was replaced at the customer site and no additional similar issues have been reported post repair.

Event description:
A customer reported their epiq cvx ultrasound system was producing color doppler interference using an x8-2t transducer during a triclip heart valve procedure. There was no allegation of altered patient outcome as a result of the issue.